Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that one sensor had a very short electrode and the electrode of the other was not inserted in body. Customer's blood glucose was unknown. The sensor is not expected to be returned for analysis